Event description:
The customer reported the system made an exposure and then made a pop and quit making x-rays. The system displayed a precharge error. This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and battery charger. The system operates as intended.